Event description:
Customer reported insulin leaking past the o-rings from the reservoir. The blood glucose reading was 328 mg/dl. Customer also reported a button error on the insulin pump after the leak. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.